Event description:
During a binary drain placement, a fragment of the grebset micro-introducer kit guidewire detatched and remained in the patient. No additional patient impact from leaving the guidewire fragment inside the patient has been reported.

Manufacturer narrative:
(B)(4)